Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the anchor broke while inserting into the prepared channel. It was only possible to retrieve the broken parts partially. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint not confirmed. One unpacked ar-1926bc-1 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the eyelet is slightly bent. No damage on the bio/anchor was observed. No functional test was performed due to the damage to the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. No related problem found.